Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review was checked regarding error messages and energy values for the surgery day and the energy looks stable. No relevant error messages could be detected. The clinical applications specialist (cas) stated there is no known correlation between the laser itself and uveitis or glaucoma. Most likely there might be a relation between instrumentation or medication. Anterior uveitis is not related to the device. Reported event is related to the environmental conditions in the clinic or the to the process they apply pre- and postoperative surgery. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient who had a lasik procedure in the right eye developed mild uveitis followed by severe pigment dispersion glaucoma, ocular pain and vomiting postoperatively. The anterior chamber was washed and medical attention given. Additional information has been requested.

Event description:
Additional information received from the physician reported that of the patients previously reported with uveitis, all have achieved good refractive outcomes and no patients that have been released from treatment have a loss of best-corrected visual acuity (bcva).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).